Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited high impedance, loss of capture and the lead was fractured. A fluoro did not confirm the fracture. The led was successfully capped and replaced. The patient was in stable condition before and post surgery.